Manufacturer narrative:
Pt used the desensitizer a couple of month ago without experiencing a problem. Pt used desensitizer again on (B)(6) 2013, the next day, on friday, (B)(6) 2013, pt woke up with swollen lips and swollen corner of the mouth. Evolve dental advised pt that she may have experienced a (B)(4) allergy, and that the desensitizer contains (B)(4), if pt is allergic to it, can cause those symptoms. Evolve employee advised pt to discontinue using the desensitizer and to seek medical attention immediately. Evolve employee also requested the pt's dentist contact information in order to follow-up with the doctor. Evolve employee left a message with the doctor's office on (B)(6) 2013. Evolve employee spoke to dentist's practice on monday (B)(6) 2013 to inquire on the pt status. Employee at dental office said her pt was fine and left for vacation. Pt did not seek medical attention.

Event description:
Pt emailed evolve dental reporting lips and corner of mouth swollen.